Event description:
Related manufacturer reference number:2017865-2023-38610, related manufacturer reference number: 2017865-2023-38613. It was reported that the patient presented with a pocket infection. The entire system was explanted. The patient was in stable condition.